Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized in (B)(6) 2017 due to high blood glucose. The cause of death was an insulin allergy that led to high blood glucose and a stroke. The caller stated that the customer had a stroke and a bacterial infection that may have led to the customer's passing. The customer¿s blood glucose was 900 mg/dl at the time of the admissions. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing during the admission. The customer's doctor switched their insulin and they ended up being allergic to the new insulin. The customer was hospitalized 3 times with high blood glucose in the 900 mg/dl range. The customer was also getting absent minded. The customer was not using sensors. The caller agreed to return the insulin pump for analysis but declined pump upload.